Event description:
It was reported that on (B)(6) the surgeon was revising the patient because patient complained of "squeaking". During the revision both l4 blockers were found loose.

Manufacturer narrative:
Method: risk assesment. Result: no lot number was provided, so a manufacturing record review could not be performed. The IFU for implants and instruments states "specialized instruments are provided by stryker spine and must be used to assure accurate implantation of the device." The communication with sales representative confirmed that the surgeon was using non-stryker torque wrench. The wrench was also not calibrated properly. This might have resulted in failure to achieve 12nm torque during final tightening which might have lead to loosening of the construct over a period of time post-op. Conclusion: the most likely cause of the reported event was determined to be use error- failure to achieve optimal torque for final tightening leading to a construct failure.

Event description:
It was reported that on (B)(6) the surgeon was revising the patient because patient complained of "squeaking." During the revision both l4 blockers were found loose.